Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (l882971), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by sales rep via complaint submission tool that during a meniscal repair, while using a truespan meniscal repair system peek 12 degree, second backstop failed to deploy on the periphery of meniscus. On removal of the gun, the second backstop was visible within the joint, and removed. Procedure was completed removing the implant and using another one. There was a surgical delay of 5 minutes and no patient consequences reported.